Manufacturer narrative:
The insulin pump passed the displacement test and self test. Hardware low level failure alarm confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pins 1 & 6). Volume did change when adjusted. Audio, vibrate anomaly, absence of alarm not confirmed.

Event description:
The customer reported via phone call that the insulin pump had audio beep issue. The customer's blood glucose was 134 mg/dl. The customer was tried to change the volume form 1 to 5 and it was failed, no difference. The insulin pump will be returned for analysis.